Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain.

Manufacturer narrative:
(B)(4).

Event description:
Update oct 6, 2017: litigation record received. There is no allegation. Added complainant information and updated product information. This complaint was updated on oct 18, 2017.

Manufacturer narrative:
There is no new information to report at this time. Per FDA request, this follow-up is being submitted to fill the gap in follow-up sequence numbers.

Event description:
Pfs alleges injury and pain. After review of medical records for MDR reportability, the patient was revised to address squeak or clicking sounds of the prosthesis, weakness with associated grinding. Revision note reported clear fluid with gray stain of the tissues, show a well fixed stem, ceramic head had evidence of strike wear. Synovectomy was performed around the cup. Lab result shows elevated chromium cobalt levels but has a ceramic metal design.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a4, b5, b6, b7,g3, h6 (patient and device code) corrected d6.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees caused or contributed to the potential event described in this report. H10 additional narrative: UDI: (B)(4). Added: b5, d4 and h6(patient).

Event description:
Ppf alleges abductor muscle repair, metallosis and metal wear. Removed report source (other), added soft tissue injury due to metallosis and change metal poisoning to blood heavy metal increased.